Event description:
It was reported that following a carotid artery stenting (caf), and angio-seal sts plus was selected for use. A pre-deployment angiogram revealed a common femoral artery (cfa) puncture with a 7.0mm lumen diameter. An 8f insert sheath was used during the procedure. The patient was in a satisfactory condition and was discharged from the hospital, date unknown. In 2009, the patient felt pain in the ipsilateral leg of the puncture site. An angiogram revealed a discontinuity of blood flow below the puncture site. The anchor, collagen plug, and suture were surgically removed that day and all components were completely removed from the artery. The patient's blood flow improved and no pain was felt. At about 2 days later, the patient has recovered and has been discharged from the hospital. The implant date was sometime between april to may of 2009. No additional information is available.

Manufacturer narrative:
No product was returned for evaluation and review of the device history record was not possible since the lot number was unavailable. Based on the information provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal instruction for use (IFU) states should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal patient information guide states some bruising or discomfort is common during the healing process after intravascular procedures; however, the patient should contact their physician immediately at the number listed on the patient information card if they experience fever, bleeding, persistent swelling in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage or any other unusual symptoms.